Event description:
It was reported that the customer had a button error alarm on her insulin pump. Customer stated the belt clip was broken. The customer's blood glucose level was 153 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. Insulin pump received without belt clip, unable to verify damage to belt clip. No damage noted on belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.